Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, instrument log review, labeling review, and field data review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits and no unusual reagent lot performance was identified. No adverse trend was identified for the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53.

Event description:
The customer observed (B)(6) results while using the architect hbsag reagents. The following data was provided. (B)(6). Specimen was confirmed by neutralization (B)(6). Vidas method was (B)(6). Repeat of the specimen using another analyzer was lower, (B)(6). No impact to patient or donor management was reported.